Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to touch contamination. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin (intraperitoneally, dosage, frequency and duration not reported) for peritonitis. At the time of this report, the antibiotic therapy was ongoing and it was reported that the patient had only one or two more doses left to complete. The patient was recovering from the peritonitis event. The pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.